Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her blood glucose three days ago could have been between 32 mg/dl and 120 mg/dl. The customer mentioned her blood glucose while troubleshooting a crack on her insulin pump. No further details regarding the low blood glucose were given. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.